Event description:
It was reported that cgm displayed error message while customer was using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to perform complete pump reset, planned to reset pump when ready, and was instructed to call back if issue persisted.